Event description:
The patient was implanted with a left ventricular assist device (lvad). The attached user facility report received from the (B)(6) reported that the patient's primary system controller fell into water during a shower. The patient switched to the back-up system controller which was reportedly not functioning well. The patient was advised to report to the hospital's emergency department. No further details regarding were provided to the manufacturer.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding this event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.